Manufacturer narrative:
Results: the lantern was ovalized approximately 137.0 cm from the hub. The lantern was kinked approximately 145.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed an ovalized and kinked catheter. If the lantern is forcefully mishandled during the procedure, damage such as this may occur. During the functional test, resistance was encountered due to the ovalization in the catheter shaft and the demonstration pod pc could not be advanced any further. Evaluation of the returned pod pc revealed a fractured pusher assembly. If the pod pc is forcefully mishandled during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01752.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01752.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils, a lantern delivery microcatheter (lantern), non-penumbra catheter, and guidewire. During the procedure, the physician successfully placed multiple coils in the target vessel using the lantern, followed by a pod packing coil. Upon removal of the delivery system, the physician noticed part of the pusher assembly of the pod packing coil was missing. Subsequently, the lantern was removed, and the remaining pusher assembly was flushed out from the lantern. It was reported that the lantern did not appear to be damaged. The lantern was then flushed with saline, and an attempt was made to preload the lantern with the guidewire. While attempting to load the guidewire, the guidewire would not advance through the lantern. Therefore, the lantern was not used for the remainder of the procedure. The procedure was completed using another microcatheter. There was no report of an adverse effect to the patient.